Event description:
Pt undergoing induction of labor. Intrauterine pressure catheter inserted by m.d. Uterine contractions not tracing appropriately. Iupc removed by nurse. Pratratine covering was broken exposing wires.